Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a persistent motor error alarm during prime, with no significant event leading up to the alarm. The customer was advised to discontinue use of the device and to await a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump was unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed displacement and basic occlusion test. No motor error alarms noted. The motor tested ok.